Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, r wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event for a lead sensing problem was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Corrected data: d4 and h4.